Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that she spends time away from where her device managing physician is during the summer and that she has not been able to have her medical records sent to where she stays during the summer, resulting in no physicians seeing her at her location. As a result, she had to leave her unit on a 0.1 or 0.2 volts or she gets shocked. The patient does not get the shocking if she leaves it at 0.1 or 0.2 volts, and she doesn't get the relief that she was getting. The patient was working on getting her medical records so that she could see a physician at her current location.

Event description:
Additional information received from the consumer reported that 1-1.5 months they suddenly experienced shocking at 0.5 volts. It was noted the consumer was normally at 2.3 volts, but now if they turned it up higher than 0.2 volts or 0.3 volts it shocked them. The consumer turned stimulation down to 0.2 volts and then 0.1 volts and the shocking stopped, but stimulation didn't do much good at this level or provide any relief. There were no traumas or falls reported related to this issue. The consumer was looking to meet with the manufacturer's representative (rep) for reprogramming.

Manufacturer narrative:
Date of event: date of event was reported as "about 3 weeks ago". Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they felt a shocking where the lead of the implantable neurostimulator (ins) was located. The patient stated that it felt like a pin prick shocking, burning sensation¿ at the lead location which started ¿bout 3 weeks ago¿. The patient was going to follow up with their healthcare professional (hcp). Follow up information received from the patient on june 13, 2016 reported that their doctor will no longer see them because they cannot obtain the medical records. The patient stated that the burning/shocking issue began on its own and there was no change in activity level or programming related to the issue. The shocking issue was still going on and the patient was traveling to canada for a month. The patient was just going to ¿live with it¿ until they come back from the trip. The indication for use for the implanted device was noted non-malignant pain. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.